Manufacturer narrative:
The root cause of the issue was determined to be the obstruction in the preclean sipper. An obstruction in the sipper flow path can cause the assay cups to overfill during prewash. This can cause erroneous low results. This shift can be seen in the calibration trace data and matches the observed discrepant results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer had run quality controls (qc) for free triiodothyronine (ft3) and free thyroxine (ft4) at the beginning of the day shift and they were in the acceptable range. When the customer ran 2 patient samples, they were low when compared to an architect analyzer. The issue did not occur with all samples tested for ft3 and ft4. It was noted that there were correct ft3 and ft4 results. Based on the data provided, the ft4 results for 1 patient sample were erroneous. The erroneous results were not reported outside of the laboratory. The initial ft4 result was 0.458 ng/dl. The repeat result from the architect analyzer was 1.5 ng/dl. No adverse event occurred. The ft4 reagent lot number was 18492700. The expiration date was not provided. The field service engineer (fse) visited the customer and ran calibration and qc for ft3 and ft4 again. The calibration passed with a low signal and qc was out of range. The fse ran calibration again but the test failed. The customer indicated that the preclean sipper was partially obstructed so the calibration signals for ft3 and ft4 fluctuated. The fse cleaned this area and the issue was fixed.